Manufacturer narrative:
Not applicable.

Event description:
Us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and bleeding from lv cutting into the skin .there was no alleged device malfunction contributing to the irritation. The patient¿s physician advised them to remove the lv. Follow up indicated that the skin irritation improved.